Event description:
It has been reported that one syringe 60ml ll tip 1ml 2 oz in 1/4 oz has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported medication leaked out of the back end of the plunger. The technician was drawing up solution and noticed they were leaking out of the back end of the plunger.

Manufacturer narrative:
H.6. Investigation summary: one (1) sample was received from the customer for investigation. The returned sample was leak tested and did not leak when tested. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Corrective and preventative action (CAPA 55639) was opened to investigate. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 60ml ll tip 1ml 2 oz in 1/4 oz has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported medication leaked out of the back end of the plunger. The technician was drawing up solution and noticed they were leaking out of the back end of the plunger.